Event description:
It was reported that the pt underwent a cervical procedure implanting interbody devices. Approx 3 months post op, the second surgical procedure was performed for adjacent level segment disease. It was discovered that one of the device collapsed and the fixation screw backed out. No other pt complications were reported.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.